Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned for additional evaluation and investigation. The physician does not known was caused the catheter issue. Per the instructions for use of the device, catheter tears/breaks are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received reporting a catheter replacement due to the catheter being severed. Follow up communication confirmed that the patient was alleging a lack of pain therapy. A lumbar CT scan identified the severed catheter. The physician does not know what caused the issue with the catheter. The replaced catheter was discarded.